Event description:
It was reported that patient presented for follow-up with episodes of non-sustained lead noise due to post-paced t-wave oversensing. Reprogramming changes were made. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.